Event description:
Account alleged that the hi/low was drifting.

Manufacturer narrative:
Account cleaned the hi/low brake assembly to correct this issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.